Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the ar-9105-02 was found to be damaged and broken into 3 pieces. Contamination can also be found on the device. Functional testing could not be performed due to damage to the device. Complaint allegation is confirmed. Please see referenced photos attached. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an initial surgery in 2016 the patient started to feel pain and the surgeon decided to remove the implant. The humeral head, cage screw and trunnion was removed easily. When the surgeon removed the glenoid it was found that a part of poly peg has broken off.